Event description:
It was reported the atb35 original blue reload fired, 3 while reloads were used. On the fourth firing of the last reload the black handle locked out. 2/18/1998 the case was completed by using an already opened er320.

Manufacturer narrative:
H6: bent cartridge lockout tab. Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "locked out" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interuppted, release, then restarted. When this occurred, the lockout tab on the cartridge became damaged.